Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited unstable/fluctuating impedance measurements, capture issue and not reproducible lead noise. The cause of the lead problems was unknown. Patient was referred to electrophysiology for further investigation. No intervention was reported.